Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) had a problem. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. Under microscope observation, contamination (bodily fluid) was found within the ms pump. As a result, the functional test was not performed. Also, the pump strain relief had a hole and a leak from sharp instrument damage. The reservoir was microscopically inspected, and leak tested. The microscope test found that the reservoir had a wear at multiple folds in reservoir shell. No leaks were identified. The cylinders were microscopically inspected and leak tested. The first cylinder had a hole at corner of a fold in the middle of the cylinder. Both cylinders had wear at fold in the proximal end, middle, and distal end of the cylinder and a hole at corner of a fold in the distal end of the cylinder. Both cylinders did not pass the leak test. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the events of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) and device has a fluid leak were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the reported clinical observation of pump -mechanical issue could not be confirmed; however, the leaks at the corners of folds from wear in both cylinders could affect product performance; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) had a problem. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) had a problem. The ipp was explanted and replaced. No patient complications reported.